Event description:
During rib fx (fracture) fixation for multiple fractures of ribs; using thoracoscopy approach, a small piece of the distal end of the 12 mm plastic port (trocar) was found dislodged from the port itself. This was not associated with any specific maneuvers. A small piece was found but not all. Risk of open procedure was ruled out to find the other piece. X-ray did not find anything more but not all of the broken trocar was accounted for. Patient was made aware during his encounter. Broken trocar has been sequestered.